Event description:
A malfunction was reported on the pump. The customer's blood glucose level rose to an unspecified high value, implying it exceeded the normal range. Cts provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was informed to call back if the issue reoccurs and understood the instructions provided.